Manufacturer narrative:
The field service engineer could not determine a cause. The issue did not re-occur after the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked the nozzle and probe position and wash. He observed vacuum during the checks and primed the system. The customer ran precision and ise checks successfully. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl for gen.2 on cobas 8000 ise 1800 module. The initial results were reported outside of the laboratory. The sample initially resulted in a na value of 112 mmol/l, accompanied by a data flag, and repeated as 112 mmol/l, accompanied by a data flag. The sample initially resulted in a k value of 4.2 mmol/l. The sample initially resulted in a cl value of 78 mmol/l. The patient was sent to the emergency room for a sample redraw and re-measurement. The redrawn sample resulted in a na value of 136 mmol/l. The k and cl results are no longer available. Based on the difference in results, the laboratory was contacted and the initial sample was re-measured. The initial sample was remeasured and resulted in a na value of 126 mmol/l, the sample was then remeasured on a different line, resulting in a na value of 125 mmol/l, a k value of 4.8 mmol/l and a cl value of 90 mmol/l. The repeat results were deemed correct. The na electrode lot number and expiration date were requested but not provided. The k electrode lot number and expiration date were requested but not provided. The cl electrode lot number and expiration date were requested but not provided.